Manufacturer narrative:
No further information or clarification was received from the customer on the second incident. No material number was provided by the customer. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. This portion of the complaint is closed as cannot be determined. No samples were received for evaluation. Received customer pictures. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further inventory of the reported material/batch. We forwarded the complaint and customer pictures to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormality which could be related to the reported issue. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum was 25.6cn·m. No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque. Furthermore, samples were connected to greiner holders and blood collection tubes inserted for sampling. No abnormalities such as breakage or detachment could be observed. The complaint cannot be determined.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were requested from the customer to be sent for evaluation to the supplier where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states needle broke off in patient arm when phlebotomist was drawing (article 1). The needle disconnected from the holder hub. The phlebotomist advised that as she placed the tube into the needle holder to collect the sample, the needle moved to the side and that's when she realized the needle was detached. They had to perform a second draw when the needle came out of the needle holder as they were unable to continue on the first draw. It took two phlebotomists to get the situation under control with the patient. The phlebotomist stated when it happened, she did not panic she just saw the blood coming out of the bottom of the needle. She asked another phlebotomist to assist her by handing her gauze. The patient didn't freak out because the phlebotomists were calm. They placed a lot of pressure and they did not notice any bruises on the patient. They made sure that the patient was not hurt. The patient said she felt perfect. The phlebotomist was not injured. No product available as the phlebotomist threw out the entire box [of needles] in the trash in a panic. They did advise the phlebotomist to that in the future they need to put the box off to the side for inspection. The customer provided photo of the quickshield holder. When the customer was onsite later, she twisted one of the needles on the vacutainer holder with a little force and heard a crack (article 2). The needle separated from the hub.